Event description:
It was reported that during routine inspection, it was observed that the motor device was not working. This event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined that the console did not recognize the motor and the connector body was loose. It was determined that the console device did not recognize the device because the motor was worn out. It was determined that the connector body was loose because of loctite deterioration. It was determined that the device showed signs of damage caused by sterilization process/immersion during cleaning which was failure to follow the directions for use. The assignable root cause was determined to be due to misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.